Manufacturer narrative:
Olympus inspected the device at the service department of olympus (B)(4). And found followings; there was a stain on the endoscopic image. The light guide bundle was broken. The reported event was reproduced. The forceps port was detached and leaked. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the instrument channel port came off during preparation for use. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was last repaired on september 9, 2020. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based upon the past similar cases, the reported event may have been caused by excessive force applied to the instrument channel port of the device when used in combination with the forceps/irrigation plug maj-891, and rotational stress applied to the instrument channel port by handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The date of manufacture of the device is unknown. If additional information becomes available, this report will be supplemented.